Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. Proximal aorta was 18.1-18.5 mm in diameter and 26.5 mm in length. Distal aorta was 22.0-30.0 mm in diameter. Right iliac was 10.7-12.9 mm in diameter and the left iliac was 8.6-10.7 mm in diameter. Right femoral was 7.5-7.9 mm in diameter while the left femoral was 6.4-7.2 mm in diameter. Vessels had no tortuosity and little calcification. It was reported that on the final angiogram a type iii or a type IV endoleak was discovered. The endoleak appears to be a jet, not a blush, and is coming from the level of the flow divider. It was reported at a follow up appointment that the endoleak has now resolved. No clinical sequelae were reported, and the patient is fine. A review of returned angiogram films at implant show what appears to be a type IV endoleak blush, coming from the flow divider on both the left and right side. There were no images during the ballooning; therefore, no comparison could be made pre and post-ballooning. No obvious endoleak was seen from the post-implant cta.

Manufacturer narrative:
(Film evaluation), inherent risk of procedure (endoleak), (cause of event is unknown).